Event description:
This study investigated the outcomes and results of the elective use of a single perclose combined with a non-abbott closure device (combined pevar) to the use of double percloses (control pevar) relative to a percutaneous endovascular aneurysm repair. Hemostasis was achieved in 100% of patients in the combined pevar group and 89% in the control group. The failure to achieve hemostasis in the control group was treated with additional closure devices. The study concluded that the combined pevar seems to show no inferiority to the control pevar. Specific patient information is documented as unknown. Details are listed in the attached article, titled "single centre elective combination of single perclose + angio- seal compared with standard of care during percutaneous endovascular aortic aneurysm repair."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as (B)(6) 2021 as it was stated that this study consists of patients that underwent a pevar from november 2021 to march 2023. D4: the UDI is not known as the part and lot number were not provided. Literature attachment; article title "single centre elective combination of single perclose + angio- seal compared with standard of care during percutaneous endovascular aortic aneurysm repair".